Event description:
The customer reported that the device could not be opened while on tissue. The device jaws were cut off tissue in order to remove them. The surgeon opened another device to complete the procedure with no further difficulties. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.